Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the pump was not working. This was clarified as the pain stimulator that was not working. No causes, symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.